Event description:
Original procedure date was in 2000 pt was admitted gi bleed with surgeon a. Right hemi-colectomy was performed. Instrument used was ta 55 4.8. Pt returned five days later with surgeon a. Re-operation was for abdominal exploration with ileocolic resection, mobilization of the spleenic flexure and re-anastomosis. Product used was a ta 90 4.8 with lot# p8k34. One dlu was used. In 2000 the same pt returned to surgery with surgeon a. Preop analysis: leakage at the re-anastomosis site. Post op diagnosis: same. The procedure was a laparotomy, enterolysis with ileocolic resection and ileostomy. Product used at that time was competitive. 2300007-0369. The instruments will be disassembled for analysis, but no destructive testing will be conducted. The instruments will be reassembled after the analysis is complete. The instruments will then be returned intact to hospital. Please reference memo in file.